Event description:
It was reported that the user¿s caregiver observed a glucose reading of 78 mg/dl on the ilet, paused insulin delivery, and treated with approximately 2 oz of sugary beverage. Insulin delivery was then resumed and a fingerstick measured 131 mg/dl, with no device component implicated and the event attributed to improper use of the system. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem, identified a usage problem involving overtreating low glucose, and found that no specific device part or component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.